Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. During the interrogation of the leadless implantable pulse generator (ipg), the patient became symptomatic due to bradycardia from loss of capture during the capture management test. It was determined that the ventricular capture management was oversensing and was not seeing the loss of capture. The capture management was turned off and the ventricular outputs were increased. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.